Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. At the visit on site, the fse (field service engineer) verified the system. Log files showed that flap thickness (z-offset) was set lower than usual by the service engineer. However, the setting was still within specifications. Inclined offset was +25 (acceptable range is 15-65). Additionally, the flap thickness was verified with pmma cuts and it could be confirmed that the flap thickness is too low. The fse adjusted the flap thickness. The levelling of the system was done correctly according to the service manual. However, due to the reported events and based on the surgeons¿ feedback (no applanation in horizontal plane) the levelling of the system was additionally verified and changed with a different method than described in the service manual. This was done in alignment and approval by research and development. After service, the system was successfully verified according to specification and alignment was confirmed by multiple additional tests. The treatment report shows a desired flap thickness of 110m od and os. According to the recommended cut settings, the planned flap thickness is out of recommended cut setting for low complication rate cutting procedure. The root cause for the reported event can be identified as an flap thickness alignment of the system on the lower level in combination with a low flap thickness (lower than 120m) desired and selected by the surgeon which therefore caused flaps to be thinner as expected and the related complications such as bubbles and vertical gas breakthrough. Potential contributing factors to the thin flaps may be movement of the patient, improper docking, too much fluid on the eye, inappropriate setting of spot separation or pulse frequency of the laser and others. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a flap issue occurred during laser treatment. Additional information received states that the flap was thin and a microkeratome was used to completed the procedure with no patient harm.